Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was below 40 mg/dl which was treated with food. Customer stated insulin pump gives her insulin when her blood glucose was low while in auto mode said she was below 40 mg/dl, then it give her insulin of 0.25 then again it give her the same amount of insulin 0.25. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of low blood glucose event. Customers current blood glucose was 73 mg/dl. The insulin pump will not be returned for analysis.